Event description:
It was reported the programmer would not boot up. The medtronic logo is seen then the screen goes blank. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powers up to a blank screen for at least 15 minutes and programmer has a system error. Analysis also found a tab of the power cord bay door is bent. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).